Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 syringe 0.3ml 31ga 8mm 10bag 500 wal were unable to aspirate during use. The following was reported by the initial reporter: "it was reported that needle would not draw up insulin. Verbatim: from phone call on 2021-04-06 15:26:07: spoke with consumer to get lot 0160001. Added to file cl relion pen owner reported, needle would not draw insulin stated, 2 syringes were affected".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-30. H6: investigation summary: customer returned a single syringe with 0.3ml graduation markings. When attempted, water could not be drawn into the syringe. The syringe was inspected under the microscope and no defects were immediately visible. A wire was threaded into the distal tip of the cannula. The wire reached several millimeters into the length of the cannula before stopping. The wire could not be used to dislodge the obstruction. The obstruction may potentially be adhesive based on its location and durability. A review of the device history record was completed for batch# 0160001. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the sample received, bd was able to replicate and confirm the customer¿s indicated failure of syringes not drawing insulin in one of the eleven samples returned.

Event description:
It was reported that 2 syringe 0.3ml 31ga 8mm 10bag 500 wal were unable to aspirate during use. The following was reported by the initial reporter: "it was reported that needle would not draw up insulin. From phone call on 2021-04-06 15:26:07: spoke with consumer to get lot 0160001. Added to file cl relion pen owner reported, needle would not draw insulin stated, 2 syringes were affected".